Manufacturer narrative:
Investigation evaluation: the pump failure was caused by the "run" led issue. Bbraun medical inc. Is aware of this failure in which the outlook es safety infusion system may half infusion but the "run" light emitting diode (led) on the display continues to advance as if the pump were infusing. The pump emits a backup alarm, but there are no visual indicators that the infusion has stopped. Bbraun has initiated CAPA (B)(4), which addresses this issue by upgrading the main processor board and the door processor software. These upgrades eliminate the inability of the door processor "run" led to respond with adequate indication of pump functionality when the main processor malfunctions. The pump was updated to the latest software upgrades, and preventive maintenance was performed prior to being returned to the customer. Please reference manufacturer's field correction # 1641965-08/24/11-001-c and recall #z-0051-2012.

Event description:
Complaint: pump appeared to be infusing, however it was not. When biomed received the pump it was frozen ac indicator light was on. Volume appeared to be decreasing but wasn't. Piggyback set 100ml per hr volume to be delivered 111.2 mil already delivered 687,